Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
This patient experienced an infection in the lumbar spine region. The surgeon removed the device as part of the revision surgery and the facility would not allow the removed device to be sent to the manufacturer due to the presence of an infection.